Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was poor sleeve function and blood splatter/leakage or other sample leakage. The following information was provided by the initial reporter: translated to english. The customer stated: there is "a damaged component resulting in blood leakage. The non patient sleeve or cannula was damaged and blood leaked from the adapter during blood collection."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was poor sleeve function and blood splatter/leakage or other sample leakage. The following information was provided by the initial reporter: translated to english. The customer stated: there is "a damaged component resulting in blood leakage. The non patient sleeve or cannula was damaged and blood leaked from the adapter during blood collection."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged luer adapter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause is that there was a jam on the manufacturing line at the inverter that caused the racks to be double stacked, thus damaging the luer adapter.